Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and communication nodes in generator were evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The fe reported the system displayed a communication error and would not boot up. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.